Event description:
Customer reported high blood glucose of 452 mg/dl. Customer stated that the time on the insulin pump resets by itself. Customer stated there is an open circle on screen. Blood glucose value in the morning was 123 mg/dl, customer ate but did not treat. He ate but did not correct. Customer did an infusion set change and blood glucose was 352 mg/dl. He performed a 5 unit bolus and glucose went up to 452 mg/dl; treated with insulin bolus. Customer got disconnected and could not be reached. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.